Event description:
Information from voluntary medwatch report (maude report # (B)(4)) stated: post cerebral angiography, the patient was found to have reddish rash on the right foot possibly representing micro emboli. This was subsequently thought to be potentially caused by the outer coating of the catheter used; found to shear off as it was pulled out of the vascular sheath, forming a viscous substance on the top of the sheath within the artery. The patient experienced micro emboli. All of the micro emboli have been resolved.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). (Coating coming off) - not labeled. Unknown as lot is unknown. The complaint device has been returned to assist in the investigation, however, during the investigation process, a review of complaint history, review of qc and a review of trends was conducted. The qc specification for final inspection for angiographic catheters, the catheter material type/french size is confirmed. In addition, per specification, the lubricity and durability are verified to be sufficient during the in-process and final inspection for hydrophilic coated tubings. A review of the complaint history indicates reports of microemboli from hc devices, but causality between such emboli and the described symptom(s) is unclear at this time. Rash reported as self-limiting and mildly symptomatic (erythema). Although no complaint device will be returned, the failure mode has been confirmed from the information supplied by the complainant. Quality engineering risk assessment (qera) was used to evaluate the associated risk. A corrective action/preventative action was previously initiated for this failure mode (coating coming off) based on prior similar events. The appropriate personnel have been notified and we will continue to monitor for similar complaints.